Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined as the device was not returned for evaluation. It is likely the reported event occurred due to wear and tear. The loop at the distal end of the electrode may wear out during use and may break, burn or melt. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
No device will be returned to olympus for evaluation as the device was discarded by the user facility. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Complete common device name hf-resection electrode, loop, 24 fr., 0.2 wire, medium, 12°, sterile, single use, 12 pcs. For turis.

Event description:
The olympus field service engineer was informed, after about 5 minutes of performing surgery, the loop wire at the distal tip of the single use high frequency resection electrode was found broken/melted. No loop fragment fell into the patient. The user replaced with another electrode and completed the procedure. Prior to procedure, the device was inspected and no abnormalities were observed. No death or injury was reported. The device was discarded by the facility.